Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. The sensing vector was programmed to the primary vector. The local representative checked the system and found low-level noise. An x-ray was reviewed to check for sharp bends in the electrode. Technical services discussed trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.